Manufacturer narrative:
On 5/7/19, reviewed the complaint details with renal director of sales and education due to another complaint received for the same issue. It was determined that we should revise the complaint to an MDR reportable event because if the event were to recur with a patient' that had a dialysis catheter, a medical intervention would be required. We revised the complaint form and resent the updated form to the manufacturer on may 7, 2019. (B)(4).

Event description:
The syringe was connected to the avf needle tubing and heparin was flushed into the avf needle tubing, the luer lock tip of the syringe breaks off into the avf needle tubing. After this happened the staff removed the avf needle from the patient's access, re-cannulated with a new avf needle in order to complete treatment. Exact date of occurrence was unknown: estimated (B)(6) 2019. 3 different lot numbers involved: 20170915, 20170815, 20170615.